Event description:
The customer reported that the 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.